Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Also, a blockage encountered approx.12mm from the terminal end, likely due to body fluid. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than induced damage from explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding high pacing thresholds allegation.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to mv repair in operation room. Subsequently, this ra was explanted and a new lead was succesfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to mv repair in operation room. Subsequently, this ra was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.